Event description:
The customer reported a vertical lift not functioning. The system is not moving up or down.

Manufacturer narrative:
The ge service rep replaced the ps3 vertical lift power supply, verified lift operation, operating as intended.